Event description:
The healthcare professional of a home patient reported dry minicaps. Home pt stated the sponges were completely white with no trace of "pvp". The home pt stated that he got peritonitis about a month ago. Rn stated that home pt had no growth and cause of peritonitis is unk.